Manufacturer narrative:
(B)(4). Sv 2.8b. Customer complaint notes, stated battery cap stuck in the battery compartment. Pump received with stripped battery cap coin slot(p), corroded battery tube, broken belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery cap stuck in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.